Manufacturer narrative:
(B)(4).other device used:catalog #unk, unknown zimmer bowed epoch stem, lot #unk- remains implantedthis report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to an adverse local tissue reaction. The patient was experiencing moderate cobalt levels, a pseudo tumor, and joint fluid.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. A 40mm femoral head and 40mm poly liner was returned for review. As returned, scratches and scuff marks were seen on the articulating surface of the head. The conical taper showed dark debris. Dimensional measurements were conforming to print specifications. The poly liner exhibited rim damage and deep gouges, too severe for dimensional analysis. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.